Manufacturer narrative:
Concomitant medical products: product ID: addrs1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a warning for a unipolar polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.